Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that battery was fluctuating. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 113 mg/dl.